Event description:
It was reported that the pump exhibited a cassette sensor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
D9. Date returned to mfg: 01-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Lcd lens is cracked, and battery compartment is also cracked. Customer complaint of ¿cassette not attached error", was confirmed through dso (downstream occlusion) pressure test. The root cause was that the dso was out of calibration. Performed dso/uso (upstream occlusion) sensor calibration to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.